Event description:
A customer reported that while scanning a pt, the system operator felt a "shock" at the wrist from a transducer probe. This shock prompted the tech to experience a tingling sensation in the arm below the elbow, resulting in an ER visit (results of visit not reported to MFR).